Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to an unknown product performance issue. Attempts to obtain additional information were unsuccessful. No additional adverse patient effects were reported. This lead was out of service.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. It showed that setscrew mark was noted on the terminal pin. No irregularities noted on returned lead other than stretched in shocking coils and gore separation. This lead passed all testing.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.